Event description:
It was reported that during a cholecystectomy procedure, the clip did not form and came off. Another device was used to complete the case. There were no adverse consequences to the patient.